Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue with consecutive cartridge alarms and arranged for the replacement of the pump. The customer was advised to continue using the current pump and if necessary, rely on multiple daily injections (mdi) as a backup therapy. The customer was instructed on actions to take when the replacement pump is received and how to return the problematic pump to tandem.